Event description:
A pt contacted the depuy mitek product complaint line stating she had a mitek super quick anchor implanted in her shoulder on (B)(6) 2010. Pt stated she has had issues with infection like symptoms, range of motion, and pain in her shoulder since the procedure. When she is on the antibiotic for 7 days her symptoms subside but come back when she is off the antibiotic. She would also like to get info regarding material make-up and MRI related info on the product.

Manufacturer narrative:
The device remains implanted in the pt's shoulder and will not be returned to depuy mitek for evaluation. No batch number has been provided which precludes a review of the batch records at this time. The pt requested and received info on the material make-up and MRI related info on mitek super quick anchor. Currently there are no plans to remove the anchor from the pt shoulder and she will continue with physical therapy. Should additional info regarding the above issue be received it will be reflected in a follow-up report. No further corrective or preventative action is required at this time.